Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found degradation was noted at 4.6 cm ¿ 4.7 cm from the connector pin with procedural damage also noted in this location. Electrical testing did not find any indication of conductor fractures or internal shorts.